Event description:
It was reported by the patient's spouse that, since the new device was implanted, the patient's blood pressure has been very high. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.